Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information become available a follow-up report will be submitted.

Event description:
(B)(4). According to the information received, an end user had difficulties inserting speedicath catheters. After some weeks use of speedicath it became difficult to insert the catheter. The end user sought medical intervention and was treated for infection.